Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, a .018 hp 40mm x 3mm 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 14 atm. The complaint device was replaced with another unknown device. There were no reports of patient injury. The slalom thrill balloon catheter was originally inflated at 10 atm; however, inflation was not enough. The complaint device was attempted to be inflated until the pressure reached its rated balloon pressure; however, the balloon burst. This was a shunt pta case. The lesion had severe tortuosity and calcification with 90% stenosis. The device was not used for a chronic total occlusion (cto). The device was stored and prepped normally as per the instructions for use (IFU). The user is trained in the use of the device. There were no kinks or other damages noted prior to inserting the product into the patient. The same non-cordis indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction felt while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter did have to track through acute bends and there was also difficulty crossing the lesion. The plunger was able to depress into the syringe/indeflator when trying to inflate. The balloon catheter did not kink while being used. The balloon catheter removed easily. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82233303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. Additionally, the lesion was described as calcified with tortuosity and stenosis, which are likely contributing factors as well. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a .018 hp 40mm x 3mm 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 14 atm. The complaint device was replaced with another unknown device. There was also difficulty crossing the lesion. There were no reports of patient injury. The slalom thrill balloon catheter was originally inflated at 10 atm, which is within its nominal pressure. However, inflation was not enough. The complaint device was attempted to be inflated until the pressure reached its rated balloon pressure, however the balloon burst. This was a shunt pta case. The lesion had severe tortuosity and calcification. There was 90% stenosis. The device was not used for a chronic total occlusion (cto). The device was stored and prepped as per the instructions for use (IFU). The user is trained in the use of the device. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same non-cordis indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction felt while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter did have to track through acute bends. The plunger was able to depress into the syringe/indeflator when trying to inflate. The balloon catheter did not kink while being used. The balloon catheter removed easily. The device will not be returned for evaluation, as it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82233303 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.